Event description:
This is regarding renu moisture loc silution. I just read the alert and wanted to inform that my wife also faced same symptoms as mentioned in the alert. Like redness, tearing, increased light sensitivity, blurred vision. Doctor has also mentioned that she has a scarred cornea and other symptoms. Based on doctor's advice she stopped wearing lenses from past 3 months ans she is doing ok now.